Manufacturer narrative:
The investigation was initiated but has not been completed. This initial report is being submitted to meet the 30 day reporting requirement. Upon completion of the evaluation, a follow-up report will be submitted. An initial review of the device history record did not indicate any issues or nonconformances.

Event description:
Customer states; pump continued to run after food was gone. Pt injury or intervention reported? No pt involvement. The event occurred during a routine pump inspection performed by the providers bio-med technician.